Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reported alleged a temperature issue. The reporter denied any damages to the pump. This complaint is being reported because there is a potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2017 - correction to serial #.

Manufacturer narrative:
Date of submission (B)(4)2018 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed no drops in voltage. The pump electrical currents were within specifications. The pump was run for 24 hours with no reboots, power losses, or overheating. The pump was opened to find no evidence of moisture in the battery compartment or internally. The temperature issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.